Event description:
A malfunction was reported on the pump, but there was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to reach out again if any issues arise.